Event description:
Patient was taken off the transport iabp and placed on our iabp. Once placed on our iabp, the balloon did not inflate. Rn proceeded to check for occlusions or kinks, and if anything was disconnected. Proceeded to restart the pump, and balloon still was not working. There was a notification on the screen that stated "unable to inflate". Helium tank was checked, and was full and on. While this was going on, the patient started to crash. Supervisor called to bring a new pump. Once pump arrived, switched to the other iabp and the balloon started to work properly and the blood pressure started to rise.